Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported bad image/no image and observed b216 scope communication error issues could not be determined, however, it is likely that the issues were the result of repetitive use stress, external factors, user handling/mishandling, a damaged or disconnected charged-coupled device unit and or a component malfunction on the circuit. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system inspection of the endoscopic image ¿confirm that the endoscopic image is displayed normally in wli and nbi observation¿. ¿1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found damage on charged coupled device unit and the electrical contact of the video connector was shaved and dirty. As a result, the image was not displayed and scope communication error e216 was produced. In addition to the reportable malfunction, the following were noted: the adhesive on the bending section cover had a chip; due to pinholes on the universal cord and video cable, water tightness was lost; the due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Additionally, the following components had a scratch: the angulation lever, the bending section cover, the control unit, the grip, the light guide connector, the light guide-cover glass, the right/left plate, switch 1, the upward/downward angulation lever plate, the video connector case, and the video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had a bad image. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to damage on the charged coupled device unit and because the electrical contact of the video connector was shaved, the image was not displayed and scope communication error e216 was produced. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.